Event description:
It was reported that the patient with an artificial urinary sphincter (aus) began leaking six months ago. Upon revision, a leak was identified in the cuff; therefore, all components were removed and replaced. No additional patient complications were reported.